Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 35mm watchman flx laa closure device with delivery system (wds). At the 45-day follow-up, a computed tomography (CT) scan discovered thrombus on the threaded insert of the closure device. The patient was prescribed oral anticoagulants and no further complications were reported.

Manufacturer narrative:
Date of event: estimated as aware date as the event date is unknown.